Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.2 pockets were not detected on the bus, causing the drawer to fail. A field service engineer (fse) removed all pockets from the drawer and reseated the row board cable, then removed the back panel and reseated the row board cable on the drawer controller board. The retractor band cable was reseated at both connection points, and the station was restarted. The drawer was tested using the hardware test application (hta) and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 4.2 pockets were off the bus. The nursing staff were unable to retrieve medication from the drawer, and the user had to be manually walked to retrieve the medications. The customer stated that this malfunction occurred when the user tried to dispense the medication. However, there were no adverse events or injuries reported based on this event.